Event description:
Customer reported a pt had a long x-ray coronary procedure and received a dose higher than 10 grays. One month following the procedure, the pt reportedly suffered from a skin injury to the right armpit, i.e. A rectangle bloodshot appeared several days after the procedure and later became painful and suppurated.

Manufacturer narrative:
Results code- eval revealed that the operator did not use the dose reduction features on the product during this procedure. MFR narrative: ge field svc engineer and engineering investigated the event and found that the sys and x-ray calibrations were per specification at the time of the incident. Eval revealed that the operator did not use the dose reduction features on the product during this procedure. The injury appears to be the result of a long x-ray procedure and exposure time. No sys malfunctions were found.